Manufacturer narrative:
This report is submitted on april 18, 2017.

Manufacturer narrative:
This report is submitted on january 6, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with oral antibiotics for a duration of 10 days; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with another device, as of the date of this report.